Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-capture on the atrial lead was observed. The patient has been atrial fibrillation (af) for a while but was cardioverted a few months ago. The atrial lead threshold has highly increased. The patient does not pace much in either chamber and the pacing rate has dropped below the base rate leading to non-capture. The lead was capped on (B)(6) 2019 and replaced. The patient was stable when got interrogated and had passed out at home.